Event description:
A customer reported to beckman coulter that unicel dxc 600i synchron access clinical system generated erratic ck-mb results that were not reproducible. The initial result was within the normal reference range, but upon repeat an elevated ck-mb result outside the published precision claim was obtained. The customer performed repeat testing a few more times on the same and on an alternate instrument, and reported out the result that was considered the most accurate for the patient. The customer believed no erroneous results were released out of the laboratory. There was no report of death, injury, or change to patient treatment associated to this event. Beckman coulter field service engineer (fse) was dispatched to the customer site to verify hardware performance in response to this event. The fse found that the incubator belt was out of alignment and performed the incubator belt alignment procedure. The fse noted that the incubator belt misalignment may have caused splashing within the reaction vessel, incomplete washing of the unbound analyte, and therefore erratic recovery of the ck-mb assay.